Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, the valve would not program over 30mmh2o, but moved very slightly. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, the valve would not program over 30mmh2o. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets failed. The polarity of the magnets was tested. The magnets were all on + failed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 29th november 2006. The root cause of the problem reported by the customer was due to abnormal polarization of chpv magnets this abnormal polarization was probably caused by magnetic fields. The chpv knockdown evaluation test was documented. The risk associated with magnetic knockdown with chpv when exposed to 3t magnetic resonance imaging (MRI) was evaluated through (B)(4). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
For one year now a correct programming of the valve is not possible. The valve settings are shifted during mrt procedure but followed that a re-adjustment to the required pressure settings failed.